Manufacturer narrative:
(B)(4). See also MDR # 1219856-2017-00050.

Event description:
It was reported that, during the installation of a fiber optic balloon, the zero of the pressure was not established. Despite several tests, the medical doctors (mds) started the operation, and after 8 hours of normal pump operation, messages were displayed on the machine indicated that the pressure on the ball was very high. After the appearance of these messages, they changed the pump by another. With the second pump, the sound indication of the inflation of the balloon was normal. But the problem still persisted (high pressure), knowing that no trace had appeared on the screen (curves of balloon pressure). The patient died. During the ejection of the balloon, they tested the inflation of the balloon with a syringe, but without any result, the balloon is interrupted.

Manufacturer narrative:
Qn#(B)(4). Teleflex did not receive the device back for evaluation. The reported complaint that the device would not inflate after removal is confirmed based on the video teleflex received that was attached to the reported complaint report. The root cause of the leak is undetermined. Teleflex assessed the risk and there are no new or revised risks associated with the reported complaint. We will continue to monitor for trends. Other remarks: an additional complaint was opened for the associated intra-aortic balloon pump. Reference: MDR #1219856-2017-00050 - (B)(4).

Event description:
It was reported that, during the installation of a fiber optic balloon, the zero of the pressure was not established. Despite several tests, the medical doctors (mds) started the operation, and after 8 hours of normal pump operation, messages were displayed on the machine indicated that the pressure on the ball was very high. After the appearance of these messages, they changed the pump by another. With the second pump, the sound indication of the inflation of the balloon was normal. But the problem still persisted (high pressure), knowing that no trace had appeared on the screen (curves of balloon pressure). The patient died. During the ejection of the balloon, they tested the inflation of the balloon with a syringe, but without any result, the balloon is interrupted.